Event description:
It was reported that 100 bd safety blunt filter needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the trust have reported that they are having increasing issues with bung pieces appearing in vials after reconstitution when using blunt needles the trust have been using the below needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that 100 bd safety blunt filter needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the trust have reported that they are having increasing issues with bung pieces appearing in vials after reconstitution when using blunt needles the trust have been using the below needles.